Event description:
Cervix was dilated and uterus sounded to 90 mm in length. The applicator was introduced, and cycle completed in approx 3 minutes without complications. Ablatioin was started in the fundus followed by both cornual ends, and subsequently the rest of the uterine cavity was ablated in systematic fashion without complications. Patient returned to recovery room in stable condition. The following day, patient presented themselves to e.r. With abdominal pain (not passing any flatus). IV hydration started; white cell count 14; patient admitted for observation; started IV antibiotic treatment. CT scan of abdomen performed the following day; concern of possible underlying bowel injury. Continued abdominal distention and patient not improving. Laparotomy recommended for diagnosis as well as treatment. Preoperative diagnosis; intra-abdominal sepsis. Laparotomy performed revealing small bowel perforation with full-thickness necrosis. Examination of pelvis, showed area of necrosis and clot present on the right side of fundus of the uterus. Surgeons suspect that there may have been inadvertent perforation to the fundus of the uterus and subsequent thermal injury to a loop of these, and to the loops of small bowel sitting in the pelvis adjacent to the perforation site. Resected 2 segments of small bowel, about 6 to 8 in. In total length, and performed side-to-side functional stapled anastomosis. Procedure completed, and patient in stable condition. Surgeon reported patient recovering well.